Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: janssen, I., et al. (2017). Risk of cement leakage and pulmonary embolism by bone cement-augmented pedicle screw fixation of the thoracolumbar spine. The spine journal, vol 17, pp 837-844. Additional device product code: lod. This report is for an vertecem v+, part 07.702.016s, lot number and quantity unknown. UDI: (B)(4) gtin unknown, UDI unavailable. Concomitant devices reported: depuy spine expedium (unknown part number, lot number quantity), medtronic horizon longitude (unknown part number, lot number quantity), synthes matrix spine (unknown part number, lot number quantity). PMA/510k not available. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: janssen, I., et al. (2017). Risk of cement leakage and pulmonary embolism by bone cement-augmented pedicle screw fixation of the thoracolumbar spine. The spine journal, vol 17, pp 837-844. Germany this was retrospective review of patients who had cement-augmented pedicle screw instrumentation (capsi) of the thoracolumbar spine between january 2012 and june 2015. A total of 165 patients were included in the study with an average age of 71 (ranging from 46-93 years old) and also included 62 males and 103 females. The purpose of the study was to assess the rate of capsi-associated complications. Patients were treated for osteoporotic fractures, spinal metastasis, degenerative or infectious spine diseases, and traumatic vertebral fractures with associated osteoporosis. Fifty-two of the patients had a neurological deficit; all had pain. Each patient was implanted with 2-21 cement-augmented pedicle screws. Intra-operative threedimensional fluoroscopy-based navigation was used in most cases, while other were placed freehand. Some patients had a planned two-staged surgery with a second operation 3-4 weeks postop for vertebral body replacement, interbody fusion and/or extreme lateral interbody fusion. Patients with pce were treated with IV heparin followed by oral anticoagulants for approximately 6 months post op. The following complications were reported with vertecem v+ bone cement: (B)(6) woman had surgery due to pain because of degenerative spine disease experienced intraoperative hemo-dynamic reactions after starting cement application pce which could not be verified on postoperative chest CT despite intraoperative suspicion of cement leakage and further work-up showed no cardiogenic causes; therefore anaphylactic shock was presumed to be most probably due to cement application. She was transferred to intermediate care in stable condition, fully recovered and transferred to a rehab center before completion of the initial surgery. This is report #3 of #5 for (B)(4). This report is for vertecem v+, part 07.702.016s, lot number and quantity unknown.